Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to evaluate the instrument. The fse found the wash concentrate tubing connector was worn causing the wash concentrate tubing to pop off and preventing proper cuvette washing. The fse replaced the worn wash concentrate connector to resolve the issue.

Event description:
The customer alleged multiple lipase (lip) erroneous patient results were generated on their au681 clinical chemistry analyzer. The customer stated the patient results were not reported outside the laboratory and there was not impact to patient treatment. The alleged erroneous patient results could not be confirmed, the customer did not provide the results after multiple attempts were made to obtain the data. The customer also did not provide qc (quality control) recovery data.